Event description:
Hill-rom received a report from the account stating brakes would not hold when locked into place. The bed was located at the account in ICU. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found all four brakes casters not holding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the all casters to resolve the issue. Based on this information, no further action is required.